Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis and subsequently died due to sepsis and ¿other cause¿ (unspecified) coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. Treatment was not reported. It was not reported if therapy was ongoing until the time of death or if the patient was performing pd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available